Event description:
It was reported that the load fill tubing sequence was initiated while the customer was connected to the site without customer interaction. The customer's blood glucose (bg) level decreased to 37 mg/dl. Customer consumed juice and peanut butter crackers to address bg. The customer acknowledged that they should not have been connected to the pump during the fill tubing process. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
Use error. Per the user guide: warning never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.